Event description:
Material: 302995 batch#: 3333445. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: a hair was in the syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One sample and three photos were provided to our quality team for investigation. A visual inspection was performed. The tip of the syringe was attached to an unknown container, and hair was observed in the fluid path. The condition observed is non-conforming per product specification. The potential root cause of the foreign matter in the fluid path is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3333445. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.